Event description:
Patient reported they have a (B)(6) stimulator from 2014. Patient stated they had stimulator some issues in the past. Patient stated they had a rep meet them at a hospital 2 years ago because they couldn't find their charger and the stimulator turned off and they couldn't get the stimulator to turn back on. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).